Event description:
It was reported a ventricular rate limit power on reset occurred twice on the same day. The physician successfully reprogrammed the device to the appropriate parameters and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis; however, performance data were collected from the device and analyzed. A ventricular rate limit power on reset occurred twice on (B)(6) 2012. The device was successfully reprogrammed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.